Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v190606, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device had issues following a chiropractor appointment. It was noted the chiropractor got too close to their device with a ¿rotor thing, a wheel thing.¿ it was reported the issue occurred a year prior to the call. It was noted reprogramming resolved the issue. It was reported the reprogramming was necessary as their device was "not getting any signals."